Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient lost back coverage with no event. They wanted adaptive stimulation (as) turned off due to inconsistencies with position changes. The system was tested/troubleshooting was performed and all functions were tested normal. The programming was adjusted to re-gain desired coverage and to disable as. The issue was reported to be resolved. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the ins was changing settings even without moving position. The cause was not determined. The patient asked that the rep deactivate it. The patient did not want the rep to test it or make adjustments. No further complications were reported/anticipated.